Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the tip of the harmonic ace instrument broke and fell inside the patient during activation while the surgeon was peeling off the tissue. No excessive force was applied. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all fragments were retrieved during the same surgical procedure. The fragment was visually, therefore no post-operative tests were performed to check for remaining fragments. The instrument was in use for about 20 minutes prior to the issue. The instrument was inspected prior to use without anything out of the ordinary. The surgeon was dissecting tissue when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. During the final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon the final removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or any other damage to the instrument after the event occurred. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images or video recording of the procedure was available for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.37¿ from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Additional finding not reported by site. The instrument was found to have a broken clamp arm. The inner tube slots where the clamp arm hinges broke off, causing the arm to dislodge. No material appear to be missing. The root cause of this failure is most commonly attributed to mishandling/misuse. A review of the device logs (attached) for the harmonic ace (part# 480275-08 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the harmonic ace was last used on (B)(6) 2020 via system serial# (B)(4). There were 0 uses remaining after this last usage. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage.